Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The calibration and qc had acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a questionable elecsys ferritin result for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial result was 3 ng/ml and on (B)(6) 2021 the repeat result was 20 ng/ml. No erroneous result was reported outside the laboratory. The repeat result of 20 ng/ml was believed to be correct. The reagent lot number was 507807. The expiration date was feb-2022.